Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server one user was unable to login to the pes website. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server one user was unable to login to the pes website. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, a technical support specialist (tss) requested customer to provide permission to dial into server and advised customer to check with hospital information technology (it) to arrange the necessary approval. Further the customer stated that the hit and pyxis admin team was not available and agreed to close the case.